Event description:
It was reported that prior to a surgical procedure at the user facility that the device was activating on its own. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.